Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The needle was received loaded in a device, and was removed before investigation. Visual and microscopic inspection noted that the needle was broken, and that marks were present on the cone. Functional evaluation could not be performed as the needle was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the operator experienced difficulty in loading and unloading the device. It was noted that there was also difficulty in toggling the device. Needle tip also broke and fell into patient's cavity and was retrieved.